Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited low impedance and loss of sensing when sutured. The lead was disconnected from the device and reconnected and the same issues resulted. The physician removed the suture on suture sleeve, then sutured it again. When the lead was connected to the device, all electrical parameters were good.